Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is filed due to possible leaflet dissection. It was reported that this was a mitraclip procedure treating mixed, functional and degenerative mitral regurgitation (mr) grade 4 with an extremely restricted posterior leaflet due to ischemic etiology and an extensive anterior leaflet 2 prolapse. Reportedly, the restricted posterior leaflet and a2 prolapse made the procedure difficult. Several grasping attempts were performed with the mitraclip with no success. The device was retracted into the left atrium for re-positioning several times, however, the clip was unable to grasp the leaflets. The mitraclip had failed to grasp both leaflets. Following, and per imaging, a possible leaflet dissection was observed. There was no reported treatment. The procedure was aborted and the mr remained grade 4.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. It should be noted that the reported patient effect of mitral valve injury (tissue damage), as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported difficulty grasping appears to be related to patient morphology/pathology (restricted posterior leaflet due to ischemic etiology and an extensive anterior leaflet prolapse). Additionally, the reported mitral valve injury (tissue damage) appears to be due to user technique/procedural conditions as leaflet dissection was noted after multiple grasping attempts. There is no indication of a product quality issue with respect to manufacture, design or labeling.